Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported intermittent issues with the sleep/wake button. The button was functioning normally at the time, and the user was advised to recalibrate the charging pad and call back if the issue recurred. Blood glucose was not affected.